Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the return tube cracked. Functional testing could not duplicate/replicate the customer complaint. The most probable cause was the cracked return tube causing fluid ingression onto the pcb. This would cause the device to malfunction or allow air into the water recirculation circuit (low flow rate). That leads to overtempt issues because there is not enough water flowing to pull heat out from the heaters. Replaced the return tube. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that unit was over temping intermittently. It happened during preventive maintenance. There was no patient involvement and no harm/adverse event reported.